Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va05sc0, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was initially reported that the patient did not feel stimulation although she had not had a return of symptoms. The patient thought she was supposed to feel stimulation at all times. The reporter indicated that the patient was going to track her symptoms. Approximately a week later, it was reported that could not sleep through the night and would have liked it if she didn¿t have to get up and change her bed linens. At the time of the report, the patient¿s amplitude setting was at 1.7v on program 2. The amplitude was increased to 2.6v and the patient was going to access symptoms at this level. The following week, it was reported that the patient found that using stimulation at 2.6v was too high and had to adjust it down to 2.4v. The patient was feeling the stimulation in the bicycle seat area ¿like a whoops on a pin cushion¿ and turned it down. The patient was previously concerned about not feeling stimulation, thinking she needed to feel it all the time. However she was informed it was okay if it was working; ¿the brain and bladder were talking¿. ¿that night¿, the patient¿s "brain and bladder quit talking". The patient reportedly felt a discomfort while sitting, and other times while standing, described as ¿sitting on spikes¿. It was noted that the patient took valium to help with the sensation to relax. The reporter stated the patient experienced decreased therapeutic benefit during night time. The patient had gone back to wearing pads during the day but was previously wearing pads at night only. The reporter indicated that the patient had had her programs changed a couple of times. The next day, it was reported that the patient had not felt any stimulation since the previous day. The patient was reportedly unable to increase stimulation. It was noted that the patient was not having 50% decrease in symptoms. At the time of the report, the patient was unable to see the lightening bolt. After the implantable neurostimulator was turned on the patient felt comfortable stimulation at 3.5v on program 4.